Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user received 266-16-275 error code and had another pcu that gave the user a 255-12-275 error code, also the error logs for both pcs show error code 800.8000. There was no patient involvement.

Event description:
It was reported that the user received 266-16-275 error code and had another pcu that gave the user a 255-12-275 error code, also the error logs for both pcs show error code 800.8000. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. The actual date of event is unknown. Additional information: medical device serial #, unique device identifier (UDI)#, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported error code 266-16-275/255-12-275 was not found. The data from the last infusion performed for both pcus was assigned and the problem could not be replicated. The received pcu 8015 with s/n (B)(6) underwent an alaris system maintenance v.12.3 preventive maintenance on 02oct2024 and passed all its tests without any issues. The received pcu 8015 with s/n (B)(6) underwent an alaris system maintenance v.12.3 preventive maintenance on 02oct2024 and passed all its tests without any issues. The last infusion before the error code mentioned is performed on both pcus and neither replicates the problem the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported error code 255-16-275/255-12-275 was not found. The data from the last infusion performed for both pcus was assigned and the problem could not be replicated. Escalated to software engineer.